Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ sl transseptal series, sl1¿ 8.5f was received for evaluation. A dilator from current inventory was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the sidewall of the seal. No visual anomalies were on the distal face of the seal. A corrective action was initiated to address the failure mode of this introducer leak.

Event description:
During a radiofrequency ablation of supraventricular tachycardia, a blood leak was noted from the hemostasis valve. The guidewire was inserted after puncturing for femoral vein access. After inserting the atrial septal puncture sheath along the guidewire, the valve of the sheath was slowly leaking blood. The sheath was replaced and the procedure was completed with no adverse effects on the patient.